Event description:
Customer reported via phone call that she experienced low blood glucose of 42 mg/dl which she treated with juice. Customer stated that the threshold suspend on the insulin pump did not work properly. Customer declined troubleshooting for both issues. Customer also reported that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 121 mg/dl and but her blood glucose was 374 mg/dl. The sensor had been inserted for 5 hours. Customer stated that the sensor only had a slight curve. Current blood glucose was 108 mg/dl. Customer was advised on recommended insertion practices and was advised to call back if issued recur.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-15811.